Event description:
Pt reported that she had been implanted with a trial spinal stimulation lead on 10/21/1999 and on 10/24/1999 pt was driving car, when suddenly she was "electrocuted." Pt reported that she had set the device "just above zero" and had been doing this while driving the car these past few days. Pt said that due to muscle contractions was unable to stop at a red light and came to a standstill on the sidewalk against bushes. Pt reported that she and a passenger were not seriously hurt but that she had been taken to the ER for chest pains. Pt said that still has "some physical symptoms in legs and back."

Event description:
Pt reported that she had been implanted with a trial spinal stimulation lead in 1999 and on 10/24/1999 she was driving her car, when suddenly she was "electrocuted." She reported that she had set the device "just above zero" and had been doing this while driving the car these past few days. Pt said that due to muscle contractions she was unable to stop at a red light and came to a standstill on the sidewalk against bushes. She reported that she and a passenger were not seriously hurt but that she had been taken to the ER for chest pains. She said that she still has "some physical symptoms in legs and back."